Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-01414, 2134265-2013-01180. It was reported that during an intravascular ultrasound (ivus) procedure, the mdu was unable to pullback the imaging catheter. During the ivus procedure, the motordrive of the ilab imaging system was unable to pull back the coronary catheter. The mdu was replaced and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable.